Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and reported recurrent internal clicking or knocking sensation in the chest nearly every night, most often between 6 pm and 10 pm, and occasionally in the afternoon while resting. The bursts last 10 to 20 seconds and recur for a total duration of 10 minutes to 1 to 2 hours without a clear trigger. The patient did not feel palpitations and noted no clear change in left ventricular assist device (lvad) parameters during the clicking. Otherwise, no worsening chest pain or shortness of breath compared with baseline. The patient¿s doppler blood pressure was 94. The sensation resolved spontaneously and the patient was instructed to hydrate and increase fluids. Log files were submitted for review. Log file review captured routine events, there were no notable alarm conditions or parameter changes.